Event description:
It was reported that the light source had a blinking light on the front panel. There was no reported patient harm/involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h4, h6, h11. The device was not returned to olympus for inspection and the absence of the device for physical examination has limited the investigation into the reported issue. The root cause could not be identified. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Based on the results of the investigation, reasonably known information suggests probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.